Manufacturer narrative:
Replaced missing water hose and broken ferrite zip tye, other wise found no issues with heating of insert/handpiece, unit met all calibration specifications, ran unit at maximum power using fsi-10 with water flow set at 35 cc/min for extended period with out any heating issues.

Event description:
While using a g136 scaler, the inserts were heating up; no injury resulted.